Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 152 mg/dl. The customer reported that drive support cap was sticking out. Adv customer to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instructions. The device will be returned for the analysis.